Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pocket pain. It was mentioned that the ipg had moved deeper causing numbness, discomfort and difficulty charging. The patient underwent an ipg explant procedure.